Event description:
Clinic notes dated (B)(6) 2014 note that the patient underwent an overnight sleep oximetry on room air which was abnormal with findings suggestive of sleep apnea. The note indicated that the desaturations occurred quite regularly suggesting probably vns related apnea and hypopneas. The physician indicated that the patient is not on CPAP yet and that a psg/splet has been ordered. No interventions have been taken. The patient does not have a history of sleep apnea prior to vns and there were no medications changes or device changes that could have caused or contributed to the sleep apnea. The physician reported that the vns is probably related to the sleep apnea and hypopneas. No additional relevant information has been received to date.

Event description:
It was reported the patient was prescribed a CPAP. It was noted by the respiratory office that the patient has not yet followed up with getting fitted for the CPAP. No further relevant information has been received to date.